Event description:
Caller called report having prk lasik surgery and soon after she had vision loss for two to three days. "I felt like I was going blind; I had blurry vision and I was terrified". Upon f/u with my dr, he told me it was normal placed a contact patch over one eye. The contact felt like sand paper, when I questioned him, he told me it was normal. The contact was removed five days later. My vision was normal for about a year and then I started to have increased sensitivity and halos in my eyes. In (B)(6) 2009 I was in a head on automobile collision and the air bags were deployed. The chemicals from the air bags were in my eyes. I had to wear an eye patch for six to eight weeks recovery. In 2011, I started to have blurry vision at night. My vision progressed worse and had to wear glasses. I was told that I would have to wear contacts with glasses. No one would tell me what was wrong with my eyes. I requested my medical record. When visiting the eye dr I was told that I have keratoconus. My dr never told me that so, when I asked him he said that I really don't have that and that he uses that diagnosis for insurance purposes and my diagnosis was for higher-order aberrations. I have server corneal scarring and would need a cornea transplant. I posted on instagram what was happening to me and someone made comment that I could have ectasia of the eye. I asked my dr about it and he said that I could have it and the possibility was in my chart. I believe that I have it and one would tell me what was wrong with me.